Event description:
Additional information was received from a family member of the patient reporting that the previously reported issues had continued. It was requested that a manufacturer representative meet with the patient. Additional information was received from the manufacturer representative on the same day reporting that the patient had having sub-optimal stimulation coverage since implant. The patient was indicated for rsd. The leads were placed mid thoracic area to cover the brachial plexus pain in the ribcage area and the arm pain. The lead placement was very close together and the patient was sensitive to stimulation. The patient did not need much voltage in order to feel stimulation. If the patient got too much stimulation they had pain. The patient developed a new pain after a reprogramming session to try to optimize pain coverage better. This reprogramming session was thought to have been done on (B)(6) 2016. During that reprogramming session the patient felt excruciating pain and went down on their arm. The patient fell off their chair. The patient was then afraid to use stimulation and continued to have pain. A family member of the patient was concerned about the new medications that the patient was on and felt that they have "exhausted seeing the good doctors. The family member called for further assistance and the family member was reported to have been told to seek further medical help for the patient's pain. A history of the patient's appointments include: the post-surgery programming on (B)(6), another programming session on (B)(6), a reprogramming on (B)(6) where they were able to get a little bit more in the target area but the coverage was still not good with the anode used on one lead and a cathode on the other lead at low voltage, an x-ray was performed on the leads to confirm lead location, and another reprogramming on (B)(6). The sub-optimal pain relief had been since (B)(6) with the new pain after reprogramming on (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was pain caused by stimulation following a programming session. The patient met with a manufacturer representative around (B)(6) 2016 for a programming session, and about a week following the session, the patient felt sudden pain. Another reprogramming session on (B)(6) 2016 did not resolve the pain. The patient turned the stimulation off and the pain stopped. The patient turned the stimulation on and the pain resumed. There was no trauma, fall, or electromagnetic interference exposure related to the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had kept the device off until they could get it evaluated by another healthcare provider and they were waiting to schedule an appointment. The patient stated that the pain had not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.